Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was related to a repeat repair. During boot up, a force sensor test error was found and verified when reviewing the alarm history. The pump's force sensor, force sensor printed circuit board and plunger case were all replaced.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming and did not recognize the sensor. There was no patient involvement.